Event description:
On 2/9/99 customer obtained discrepant result with bhcg. Original result obtained was 6,329mlu/ml. Result was questioned by physician. Sample was retested with result of >200,00mlu/ml. Dilution repeated with result of 270,000mlu/ml. A sample from previous testing on 2/5/99 which had original result of 161,295mlu/ml was retested producing result of 148,000mlu/ml. No treatment was given due to erratic result. No report of impact to pt.